Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the device shaft is kinked about 16 mm proximal to the distal x-ray marker. A 0.035 inch reference guidewire was introduced into the device from distal and the kink in the balloon section could be passed, but with slightly increased friction. Functional testing was successfully performed by inflating the balloon up to 9 atm (np) and 16 atm (rbp). Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process controls as well as the final inspection during which the outside shaft of all devices is inspected for kinks and a 100 percent control of the lumen viability is performed. During insertion into the protection ring each device is once again controlled for kinks and damages. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
The passeo-35 xeo peripheral dilatation catheter was selected for treatment of a mildly calcified lesion (90 percent stenosis degree) in a moderately tortuous part of the mid sfa. The balloon was delivered to the lesion but could not pass the lesion. The device was withdrawn and the delivery shaft was found kinked.